Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received april 12, 2021 with lot number 1398851. Visual analysis of the returned device identified: flat creases, one linear opening, yellow particles in device outer surface, broken of plug strap and partial delamination of plug strap disk shell. A microscopic analysis and leak test were performed which identified one sharp opening, broken sharp of plug strap and partial delamination of plug strap disk shell. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side posterior assessed as unidentified (tear) opening. Broken sharp of plug strap assessed as unidentified (tear) opening. Partial delamination of plug strap disk shell assessed as adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.